Event description:
It was reported that the monitor was not displayed when powered on for usage in an arctic sun device. Per review of wo on 27dec2024, device was used on patient, there was no patient injury report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The reported event is not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. Display replacement needed. Control panel did not boot up correctly and speaker sounded noise, signal was not confirmed during ctu calibration. Replaced control panel. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor was not displayed when powered on for usage in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient, there was no patient injury report. Per follow up information received via mail on 06jan2025, the device would be sent to imi. The issue has not been resolved yet.